Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The absorbent canister was replaced to resolve the reported issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. (B)(4).

Event description:
During pre-use checks, the hospital reported a system leak greater than 4.5lpm, which could lead to a loss of ventilation. There was no patient involvement.